Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they were currently on program 6 at 2.0 ma and they didn't think the therapy had made a difference for them since they were implanted. Patient stated at one point they'd met with a manufacturing representative (rep) about the issue (patient could not recall when julie had been made aware of the issue) and they were told they could try increasing the stimulation every 2 days and patient stated they had done that ("to an extent" and stated they thought increasing every two days was too much so they didn't do it every two days but they had still increased a few times) but it was still doing nothing for them. Patient inquired about programs and wanted to make a change to their settings. Patient also requested the rep's number. Patient services reviewed the role of the rep with the patient and the role of patient services and reviewed device description/function as well as programming and stimulation considerations with the patient. Patient services walked the patient through connecting to their settings and the therapy was on. Patient services wanted to note that while the patient was connecting to their settings the application said "therapy app not responding. Wait or close app" but then the screen changed to "search for device place the communicator over the device" and then the patient was able to connect to their settings. External devices seemed to function as expected for the rest of the call. Patient chose to switch to program 3 but when they increased the stimulation they felt the stimulation at the ins incision and not in the bike-seat. Patient stated they had conflicting pain with their knee so it was sometimes hard to register whether the pain they were experiencing was from their knee or if it was from the implant. Patient commented that if they didn't have the knee pain "maybe I would feel that the stimulation was too strong, but I really can't tell now." Patient services reviewed stimulation considerations and walked the patient through switching to a new program. Patient chose program 5 and increased the stimulation up and stated they felt something in their stomach but they didn't feel it was from the ins they just thought it might have been their stomach and commented they had a very high tolerance to pain but while they didn't feel the stimulation at the time of the call, they decided they wanted to monitor their symptoms from there. Patient services redirected the patient to follow up with their healthcare provider (hcp) about feeling the stimulation at the incision on program 3 and their symptom concerns. Patient services called the patient back to collect an additional necessary piece of event information and the patient reported they'd called their hcp upon hanging up with patient services but their line was busy so they noted they would call the hcp back again soon to try to get a hold of them to see if they could make an appointment with the rep at the office to discuss their concerns. Patient stated now they felt a "fluttering" somewhere between where the lead was and the ins site but not in the bike-seat. Patient services reviewed stimulation considerations again and suggested assisting the patient find a program where they felt stimulation in the bike-seat. Patient services walked the patient through connecting to their settings again and this time the patient opted to go to program 7. Patient increased the stimulation up to 1.2 ma and stated they though the "intensity between the two incisions" was a little lessened now, and then stated they currently weren't feeling stimulation at "those places" where they were feeling the stimulation before but noted they would wait and see if they could feel the stimulation in a little bit. Patient stated they thought with this program the stimulation was "closer to my bladder" than before and noted they would monitor their symptoms and reach out to their hcp. Patient denied having had any falls or traumas that would have lead to the issue and stated that they didn't have a record of the program they were originally placed on at implant but they stated at that point, they had felt the stimulation in the bike-seat. Patient stated their int ention for getting the therapy was to reduce the number of occasions where they had spontaneous leakage of small amounts of feces (patient stated they wore a pad 24/7) as well as urinary frequency and incontinence. Patient stated they'd been having more problems with their urinary symptoms but noted they had changed the med they had been taking. Patient stated they'd taken gemtesa previously but noted it was more expensive and so their hcp had told them to take another medication that was supposed to be the same as gemtesa but they didn't think that medication was helping as much. Patient stated they would have thought that the therapy and the meds combined would help their symptoms but currently they weren't having success. Patient to monitor their symptoms and may call back in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.